Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note indicates loose stem which is trying to migrate through the medial cortex of the distal femur. The migration was never confirmed. The medical records also mention discomfort, leg length discrepancy, and greater trochanter non-union fracture. There was no mention of the fracture within the revision operative note and its unknown when/how the fracture occured. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thee patient was revised to address pain and stem loosening.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Radiographs/x-ray films and implant insertion op notes were requested. No additional information was obtained. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.